Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2005. Upon scheduled follow-up on (B)(6) 2010, the printed residual longevity was 151 months, which seems incorrect because of the implantation duration (longer than 5 years already).

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.